Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bleeding and swelling at the implant site of the cardiac resynchronization therapy defibrillator (crt-d). A wound check was performed and it was noted the wound was "still a little bit open on the left side" with swelling. The wound was disinfected. A few days later, the wound was not getting better and the patient was admitted to the hospital. Cultures were taken for suspected infection. The crt-d system was explanted and not replaced and the cultures were negative for infection. It was added that multiple blood clots were removed and hematoma evacuation was also performed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.